Manufacturer narrative:
Qn #(B)(4). Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light was displaying. A dimensional inspection was not required due to the nature of the complaint. The driver was then subjected to simulated sawbone insertions per driver IFU ((B)(4)) this functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ref (B)(4)) while applying approximately 8 lbs. Of force on a weight scale (ID: ref (B)(4)). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. The driver successfully negotiated both the medium and hard saw bone insertion testing. The complaint cannot be confirmed. Additional tests were not required as functional inspection revealed there is no fault found with this driver. The manufacturing device history review file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Several se ctions of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining" and "purchase and replace the ez-io power driver when the red led begins blinking. Expected shelf life for the ez-io power driver is 10 years or approximately 500 insertions." A review of the device history record found that the driver passed all the release criteria. The device was released in (B)(6) 2016 and is approximately 5 years old. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions are required at this time. Functional testing has confirmed no fault found with this driver. The driver ended the investigation with its light solid green. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
During the procedure by emergency paramedic, delegated by emergency docto), there was a sudden loss of power up to the complete stop of the device. However, the battery led continued to light up green. As the needle was still not in place, the ez-io from the nef emergency vehicle was used to completely drill the needle into the patient. Except for a delay, no patient harm could be detected on site. Afterwards, during a testing the led was still green.